Event description:
The pt experienced an external cerebrospinal fluid leak. The pt was treated with an infusion or saline and bedrest. Medical management also included treatment with pyostawe and ritadine. As a result of a review of our MDR procedure, it was determined that events in clinical studies should have been reported with in a 30-day time frame. We are filing these late reports.